Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that customer started using continuous glucose monitoring system and started getting low alerts. Customer's mother stated that customer's sensor glucose was 62 mg/dl and blood glucose was 450 mg/dl. Customer's parent declined troubleshooting for high blood glucose. Advised customer's parent of the common causses to difference in numbers and also discussed taping techniques. Also provided customer's parent general information on the bolus wizard. Insulin pump would not be replaced.